Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((B)(4)) in (B)(6) on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted. Consumer suffered side effects including nausea, dizziness, fatigue, mild headaches, lack of balance, lack of concentration, occasional pain after moving. These symptoms were severe enough for her to be unable to work for 9 months until removal of this device. This therefore resulted in dismal from work. She was unable to complete simple tasks such as shopping. Following the removal of this device and her fallopian tubes using bilateral salpingectomy, on (B)(6) 2015, she was feeling much better. She stated that the most severe events were dizziness, fatigue, nausea and lack of balance. She believes this was due to the nickel contained within essure and stated that knowing that her skin reacts on contact to nickel, she would not have followed the doctors advice to have these implants. Follow up (B)(6) 2015: product technical complaint investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and reported that knowing her skin reacts on contact to nickel, she would not have these implants. She underwent a bilateral salpingectomy and essure devices were removed. This event, interpreted as nickel allergy, was considered serious due to medical importance and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Given the event's nature and considering a positive temporal relationship, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident due to the required intervention. Additionally, other events were reported and considered as serious since consumer stated that these symptoms were severe enough for her to be unable to work for 9 months and also unable to complete simple tasks. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.